Event description:
It was reported that this right atrial (ra) lead was explanted due to product performance anomaly. A new lead with a different model was successfully implanted. No additional adverse patient effects were reported. Additional information received indicates that the right atrial (ra) lead was explanted during the rv lead removal procedure. During extraction, the right atrial (ra) lead became entangled. The physicians decided to remove it as well. The ra lead broke apart during extraction and will not be returned. The only notable issue was some insulation either from the rv or ra lead being stripped during the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block h6 patient codes. This supplemental report was created to capture information corrections.

Event description:
It was reported that this right atrial (ra) lead was explanted due to product performance anomaly. A new lead with a different model was successfully implanted. No additional adverse patient effects were reported. Additional information received indicates that the right atrial (ra) lead was explanted during the rv lead removal procedure. During extraction, the right atrial (ra) lead became entangled. The physicians decided to remove it as well. The ra lead broke apart during extraction and will not be returned. The only notable issue was some insulation either from the rv or ra lead being stripped during the procedure. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to product performance anomaly. A new lead with a different model was successfully implanted. No additional adverse patient effects were reported.